Event description:
It was reported to philips that the defibrillation energy output is low. There was no report of patient involvement. The bench technician evaluated the device and confirmed the low energy output. The device needs a high voltage capacitor and a therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor and or the therapy pca. A quote for the replacement of the high voltage capacitor and the therapy pca was given to customer.